Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove and inspect the cartridge and pump, clean the pneumatic tap area, and successfully reload the cartridge. The customer was able to complete the process and resume insulin delivery, indicating resolution of the issue.